Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3007981285-2017-36669).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of approximately 50 mg/dl. To treat the low bg level, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.